Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the catheter was broken. At the distal end of the hub strain relief at the proximal end of the device, the catheter is broken into two sections. The blue outer catheter has broken into two sections at the distal end of the hub strain relief and the inner wire guide catheter is still intact. The balloon has the appearance of a balloon that has not been inflated. During the evaluation the catheter was cut in order to inflate the balloon. The balloon was inflated with a 60 cc syringe and an inflation handle. The balloon would inflate and hold pressure. According to the report the balloon was cut and tearing at the distal end. Our evaluation found the balloon to be intact. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use direct the user to apply negative pressure to the balloon to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement according to the report lubrication was not applied to the balloon prior to advancement through the endoscope. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and catheter preservation. The instructions for use state: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Kinks and/or bends and/or cracks in the catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all hercules 3 stage wireguided esophageal-pyloric-colonic balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopy procedure, a cook hercules 3 stage wire guided balloon esophageal-pyloric-colonic was used. The physician was using the device for dilation in the esophagus. When they wanted to remove the device from the endoscope, it was impossible. They removed the wire guide and pulled on the balloon. The balloon was cut and tearing at the distal end. The physician was able to remove the balloon while in the stomach with aspiration of the endoscope. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter. The patient did not experience any adverse effects due to this occurrence.